Manufacturer narrative:
Pr#: (B)(4).

Event description:
The customer reported to philips healthcare that during self-check the device turns off before fully powering up. There was no patient involvement.